Manufacturer narrative:
(B)(4). Batch r59l48. Investigation summary: the analysis results showed that one gst60d cartridge reload was returned with 4 double drivers missing and 2 double drivers out of position, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from left proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.,it was reported that: packaging device matter. Upon visual inspection of two photos, the following was observed: the first photo shows a gold reload from pan area and could be see three the staple drivers. The second photo shows a reload from aside view and it can be seen the cartridge pan was noted to be partially dislodged. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during endoscopic single-port lobectomy surgery, opened the packing,noted the device was damaged (the pan was damaged and could see the staple drivers). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.